Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy and continuous vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2011) and surgery (ablation on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff¿s demographics added. Essure indication updated. New event abnormal bleeding (menorrhagia) and essure confirmation test not conducted were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('heavy and continuous vaginal bleeding/ abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleed') in a 34-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation on (B)(6) 2011 and hysterectomy (full) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the vaginal haemorrhage, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Plaintiff received treatment for general abnormal bleed. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporters information updated. Event: general abnormal bleed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy and continuous vaginal bleeding") in a female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2011. At the time of the report, the vaginal haemorrhage outcome was unknown. The reporter considered vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.